Event description:
Lv lead impedance and thresholds were high. The lead was capped and replaced.

Manufacturer narrative:
"**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.